Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8120-70, serial:(B)(4), batch: 232602a.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a full system explant procedure. The explanted ipg and lead will not be returned.